Manufacturer narrative:
The insulin pump was received no button response noted during displacement test; the problem was isolated to the mother board. No audio or beep anomaly. No constant tone during monitored. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was functioning after a two hour restoration. After connecting a sensor, the constant tone came back again. Customer's blood glucose level was 186 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.